Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. At the conclusion of the implant procedure endoleaks were detected and a successful outcome was achieved. The diameter of the proximal non-aneurysmal aortic neck was 20mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 30mm. Aneurysm and vessel morphology are unknown. The pt has a history of coronary artery disease, hypertension and hyperlipidemia. It was reported that the stent graft was explanted on 2003 due to aneurysm expansion from 7cm to 8.2cm over the course of two years. During the explant procedure endoleaks were noted coming from multiple suture holes in the graft. The explant procedure was completed successfully and the pt is reported to be fine. The explanted stent graft has been received by medtronic ave and is pending eval.